Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed. Upon completion of the evaluation, a follow up MDR will be submitted.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 10. The patient's ultrafiltration reading was 29ml, indicating the drain volume was 114ml. The largest prescribed fill volume was 85ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(4) 2010. According to the nurse, she was aware that the patient previously had catheter issues. The nurse stated that since this event, everything had been resolved and the patient has resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) identified during evaluation. The cause of the iipv was determined to be: insufficient drain as one or more cycles advanced to the next fill when slow or no flow occurred above the minimum drain volume threshold. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb(B)(4).